Event description:
It was reported that the lead exhibited less than 200 ohms impedance in the bipolar and unipolar configurations. The unipolar impedance was 175 ohms. Atrial activity was not detected in bipolar. Previous lead impedances had ranged from 347 ohms to 266 ohms. P-wave sensing had always been poor. The atrial polarity was changed to unipolar.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.